Event description:
It was reported that during a lap cholecystectomy, there were issues firing. Case was completed successfully. Patient returned with a bile leak an unknown amount of time post operatively.

Manufacturer narrative:
(B)(4) date sent: 3/20/2025. B3: unknown, assumed first day of month that complaint was reported. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "please clarify what is meant by firing issues: did clips not feed or advance into the jaws? Did device not deploy clip from jaws upon firing? Did an unformed clip drop, eject, shoots or spit from the jaws of the device? ¿ did device fire scissored clips? This may also include ribbon shaped or x-shaped. ¿ did device fire malformed clips? Pear/tear drop shape or clip gap? Event states that the procedure was completed successfully, how were the firing issues addressed during the initial procedure? Were the clips visualized during the initial surgical procedure? Does the surgeon load the clips off of the vessel, into the device jaws, before applying the device jaws to the vessel and firing? How many clips were places on the side of the cystic duct? How many days postoperative did the leak occur? How was the leak addressed? Reoperation? What was observed at the site of the leak upon reoperation? Were malformed clips observed? Were scissored clips observed? What is current patient status?" An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/8/2025. Additional information: did clips not feed or advance into the jaws? ¿ did device not deploy clip from jaws upon firing? ¿ did an unformed clip drop, eject, shoots or spit from the jaws of the device? ¿ did device fire scissored clips? This may also include ribbon shaped or x-shaped. ¿ did device fire malformed clips? Pear/tear drop shape or clip gap? ¿ event states that the procedure was completed successfully, how were the firing issues addressed during the initial procedure? ¿ were the clips visualized during the initial surgical procedure? ¿ does the surgeon load the clips off of the vessel, into the device jaws, before applying the device jaws to the vessel and firing? ¿ how many clips were places on the side of the cystic duct? ¿ how many days postoperative did the leak occur? ¿ how was the leak addressed? Reoperation? ¿ what was observed at the site of the leak upon reoperation? Were malformed clips observed? Were scissored clips observed? ¿ what is current patient status? The answers to these questions for this file are unknown.